Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient felt the stimulation was turning on by itself, giving a "hot, burning" sensation in the lower back with spasms in the right paraspinal region. In turn, surgical intervention was undertaken wherein the system was explanted at an unknown date.